Event description:
It was reported that the patient had an undersized inflatable penile prosthesis (ipp) implanted. During a clinical evaluation, troubleshooting actions were performed; however, the issue persisted. A larger ipp was implanted to provide a better fit for the patient. No patient complications were reported.